Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found the front panel turned off after approximately five seconds and an alarm sounded. Error e03 (excessive pressure-pressure sensor abnormality) was triggered. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the front panel turned off after approximately five seconds and an alarm sounded. Error e03 (excessive pressure-pressure sensor abnormality) was triggered. A review of the device history record found no deviations that could have caused or contributed to the error and alarm. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error was displayed and the alarm sounded due to a faulty main board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the chassis was deformed and the front panel was scratched. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.